Manufacturer narrative:
The device was not returned to zoll medical corporation for evaulation. However, visual data of the customer's report was provided by the customer. The customer's report was observed during review of the visual data. However, without receipt of the device we are unable to determine root cause from the visual data provided. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a " poor pad contact " message and intermittently powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.